Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, a suture break occurred. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed because the suture was returned intact. However, inspection of the returned device revealed that the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior needle tip. The posterior cuff miss would have resulted in a failure to retrieve the suture during the plunger retraction which could appear very similar to the reported suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.